Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿upstream occlusion issues¿ was not reproduced. The device was tested for flow lines for an ultrasonic sensor occlusion test and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had upstream occlusion issues during an unspecified process step. There was no patient involvement. No additional information is available.